Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead had dislodged in the atrium. The lead was explanted and replaced.